Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. UDI#:(B)(4).

Event description:
It was reported that the 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube had a crack and would not fill properly. There was no report of injury or medical intervention.